Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument. The fse replaced the photometer lamp to resolve the issue, no further recovery issues were observed.

Event description:
The customer stated erroneous tbil (total bilirubin) patient results were generated on their unicel dxc 660i synchron access clinical system. The customer stated the patient sample results were not reported outside of the laboratory and there was no impact to patient treatment. The tbil quality control (qc) recoveries were erratic before the event.